Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Visual analysis identified wear at the folds in the middle of each cylinder. One of the cylinders, had fluid leakage due to a hole in the proximal end consistent with sharp instrument damage. There were no visual damages identified on the second cylinder and during functional testing it passed the leak test. There were no visual damages or abnormalities observed on the rear tip extender (rte), reservoir and pump. The pump and reservoir passed functional leak testing. The pump did not pass activation tests. Based on the reported event, there was no device performance allegation. The reported event of infection is a known risk associated with this device type and it is noted as such in the device instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection. A revision surgery was performed to explant the device. No further details were provided.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection. A revision surgery was performed to explant the device. No further details were provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.